Event description:
The customer reported that the pump had an alarm. Troubleshooting was performed. The alarm did not recur. Instructed the customer to change the infusion set and review the two high bg rule. During the call the customer reported that they went to the emergency room and were released the same day. Bgs were treated with insulin drip. In addition, the customer reported that they were hospitalized few months ago for high bgs. The endocrinologist advised to get off the pump and purchase an update model.